Manufacturer narrative:
All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
It was reported after multiple attempts during a lead implant procedure on 15 may 2023, the patient experienced a cerebrospinal fluid (csf) leak. The leads were unable to be placed and the case was aborted. The patient had a headache following the procedure and was resolved without intervention.